Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she got kicked out of auto mode and cannot get back into it. She has been getting dashes. The customer also mentioned that she had a bad infusion set. Her blood glucose is 405 mg/dl. Her pump kept alarming because of the blood glucose. She was low and then she said that she over ate and did not bolus correctly. She then changed her infusion set and everything seemed fine. The customer mentioned that she had a wart or bump on her skin and that she had a site occlusion. She put on a temp basal. The customer was advised to go into manual mode to use the bolus wizard and then go back into auto mode. Troubleshooting for high blood glucose was offered and she declined. The insulin pump is not being returned for analysis.